Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was loose and broken. Customer¿s blood glucose was 2.4 mmol/l and was treated with food and glucose tablets. Customer had symptoms of low blood glucose and paramedics were also called. Troubleshooting was performed and customer reported that reservoir showed the same amount of insulin that is shown on status screen. Customer was not alleging that insulin pump was over delivering. Customer was advised that the insulin pump would need to be replaced due to damaged reservoir lip ring. Insulin pump is not expected to return for failure analysis.